Event description:
The facility representative reported an infusion pump with a tube release that will not open during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. On 10/29/2008 additional information was provided by the customer, indicating that when the open button of the pump head module channel is pressed it does not open allowing the user to place a tube within the channel.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.